Event description:
It was reported that during a procedure the leads were fractured upon the fifth attempt of inserting the leads and part of the of the electrode wires were exposed. It was also noted that the patient was experiencing intense pain around the insertion area and had a fever of 100 degrees. The patient was prescribed antibiotics and was doing well postoperatively.